Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a drip in measured r-wave amplitude and increased pacing threshold increase in their right ventricular lead. Lead perforation was suspected. There was a pericardial effusion shown on the echocardiogram but the stability of the effusion could not be determined. The lead was repositioned on (B)(6) 2020 with acceptable pacing and sensing thresholds. A pericardial window procedure was performed and a chest tube inserted to monitor pericardial effusion.